Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s mother inquired about when it was safe to reconnect the ilet after the user self-dosed insulin. The user's blood glucose (bg) recorded was 288 mg/dl at the time of call. The agent advised it was safe to reconnect three hours after the manual dose. Blood glucose (bg) was corrected by self-dosing insulin, with plans to resume ilet use afterward. No symptoms, outside assistance, or medical intervention were reported.